Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited failure of capture. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.